Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in the patient for the endovascular treatment of a 66 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed a proximal type I endoleak. The physician elected to complete the procedure with the leak still present. Per the physician, the cause of the event was due to the patient anatomy of a short and irregular aortic neck that affected the conformability of the stent graft. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.